Event description:
It was reported by customer that during operational inspection of the cardiosave intra-aortic balloon pump (iabp) touch screen malfunction occurred. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : e1 ( event site address). A getinge field service technician performed a full operational inspection with the following observations the reported issue of poor touchscreen sensitivity could not be reproduced during service evaluation. As a preventive action, the technician performed touchscreen calibration. Post calibration, normal operation was confirmed. All functional checks, as documented in the inspection record sheet, passed successfully.